Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's interface pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Stryker further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to a shorted transistor, designator q3.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.